Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill one (1) of peritoneal dialysis (pd) therapy. During the troubleshooting, it was determined that there was a loose connection between the patient line of the homechoice cassette and one of the solution bags that led to this alarm. Renal therapy services assisted the caregiver (cg) to clear the alarm and to remove the cassette. The cg would start over with new supplies. Proper procedures per user manual were reviewed with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.